Event description:
Reporting status: serious injury. Reporting rationale: pt required medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that approx 14 mos after the two 2.5x18mm xience v stents were implanted, the pt experienced angina, nausea and diaphoresis (sweating). A diagnostic coronary angiography was done and revascularization was performed and a promus stent was placed in the distal lad. No add'l event or pt info is available.

Manufacturer narrative:
The second xience v (part# 1009551-18/lot# 70227p5) is being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident. Angina, as listed in the instructions for use and product risk assessment (ram), is a known risk associated with coronary stenting. Diaphoresis (sweating) and hospitalization are listed in the ram as no-fault post-procedure complications. There does not appear to be any indications of a stent delivery system quality problem. A conclusive root cause for the reported pt issues, and the relationship to the device, if any, cannot be determined.